Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 21 mm. Prior to the procedure, aspirin was administered and after the implant the patient was started on clopidogrel. Later that day transesophageal echocardiogram imaging showed that the patient had a pericardial effusion. The effusion was measured to be 6mm in size. The patient was doing fine following these events and was discharged home the next day as planned.